Manufacturer narrative:
Evaluation method: medical review. Results: medical review - review of this file indicates that the surgeon's target refraction was not consistent with the patient's post-op refraction. This patient had a history of refractive laser surgery in the past therefore the central corneal refractive power cannot be approximated by a sphere, and the posterior corneal radius of curvature which is normally determined to be 1.2 mm less than the anterior radius are no longer true. The formulas used to calculate for the post-op refraction in regular eyes should not be used in this case because desired results will not be achieved since the central corneal power will be measured incorrectly. Current formulas to address this issue have been developed but have not been accurate to date. The resulting errors are due to miscalculation following keratorefractive surgery, because the measured corneal powers are usually greater than the true refractive power of the cornea. The most probable root cause of this event has been determined to be due to the patient's previous laser refractive surgery and no accurate formulas have been developed to predict the target refraction precisely. Furthermore, the iol was changed to a different power to correct for the miscalculated difference. Conclusions: based on the complaint history, work order search, medical review and the evaluation of the returned product, the most probable root cause of this event has been determined to be due to the patient's previous laser refractive surgery and no accurate formulas have been developed to predict the target refraction precisely. (B)(4).

Event description:
The reporter stated the surgeon implanted a cc4204a collamer aspheric single piece lens in the patient's left eye (os) on (B)(6) 2012. The lens was explanted on (B)(6) 2012 due to refractive aim was not achieved. Another same model lens with a higher diopter was implanted. There was no patient injury.

Manufacturer narrative:
Collamer ultraviolet-absorbing posterior chamber single piece foldable intraocular lens.(B)(4): evaluation codes:method - work order search.results - a lens work order search was performed and no similar complaints were found within the work order. Visual inspection of the returned product found the lens optic torn, with a piece torn off and missing. One haptic had a piece torn off and missing. The lens was returned dry and there was evidence of clear surgical residue. Conclusions - (no conclusion can be drawn):based on the complaint history, work order search and the evaluation of the returned product, a specific root cause of the event could not be determined.(B)(4).